Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. Reportedly, the device was pre-flushed with saline prior to the procedure, which indicates there was no blockage in the lumen before insertion into the anatomy. In this case, it is possible that under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The treatment appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic percutaneous coronary angiogram. Reportedly, the proglide was flushed successfully prior to insertion. After insertion, there was no backflow in the marker lumen. Outside the anatomy the proglide was re-flushed successfully again and re-inserted with no backflow once more. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.